Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the open-end ureteral catheter's sterilized bag contained foreign matter. The foreign matter was found during check in when the hospital received the product.

Manufacturer narrative:
Correction: d4: model#: gpn. Investigation / evaluation: it was reported the open-end ureteral catheter's sterilized bag contained foreign matter. The foreign matter was found during check in when the hospital received the product. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures were conducted during the investigation. Visual inspection of the returned complaint device was also conducted. One open-end ureteral catheter was returned for investigation in an unopen package with label. Upon inspection there was foreign matter in the package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one related non-conformance reported for lot similar to the reported issue, the non-conforming products were scrapped prior to lot release. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. While the device was not manufactured to current specifications, due to the individual nature of inspecting packaged product for foreign matter, one nonconformance does not indicate additional non conformance's in the lot, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: "how supplied : do not use the product if there is doubt as to whether the product is sterile. " the complaint was confirmed based on evaluation of the returned device. Based upon the available information and results of the investigation, cook has concluded that the cause for the complaint was a manufacturing deficiency; employee awareness training of the issue was conducted. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.